Event description:
It was reported that while placing implant the implant required to be tightened in place using a hand driver. While attached, implant to mount, the implant was not fully engage. It came out and fell on the floor. Noted implant came off implant mount and fell on the floor. Procedure was not completed using another implant. Will replace implant in 3 months.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: email unknown / not provided. E1: phone number unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) tsvtb11, (imp,tsv,3.7,11.5,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of being handle/manipulated by the customer. The implant has no apparent damage. Additionally, functional testing with an in-house mount verified the implant engages, retains and disengages as intended. No apparent malfunction was identified. Measurements match drawing. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1266248. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266248 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation is inadequate handling by clinician or staff while opening the outer vial & inner vial. Therefore, based on the available information and functional testing, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up" h2: checked follow-up type. H3: changed "no" to "yes" h6: entered evaluation codes. H11: added manufacturer narrative.

Event description:
No further event information available at the time of this report.